Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; incidence and risk factors for retrograde type a dissection and stent graft-induced new entry after thoracic endovascular aortic repair ma et al, journal of vascular surgery volume 67, number 4 published online: october 30, 2017. Https://doi.org/10.1016/j.jvs.2017.08.070. Exact date of event unknown. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted during the endovascular treatment of thoracic of stanford type b aortic dissections (tbad) on unknown dates. The following adverse events were observed: type iiib endoleaks and stent graft induced new entry tear (false lumen perfusion). The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.